Event description:
It was reported that 4 bd vacutainer® safety-lok¿ blood collection set with pre-attached holder was clogged. The following information was provided by the initial reporter: "it is reported customer experienced no blood flow when using wingset. Verbiage received, - "issue: patient was stuck by 3 different nurses which may be due to faulty equipment. Blood would flow down blood tubing set then wouldn¿t flow into lab sample tube when applied. When device wouldn¿t work with 4th venipuncture, nurse removed the vacutainer/holder and applied a syringe and blood flowed back very easily into syringe. This also happened to another nurse with the same set but she attributed it to user error. I do not have the product to send back to your qa but I did want you to be aware of the situation. Please let me know if either of you are the rep for this or if you can forward on to bd qa." "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 4 bd vacutainer® safety-lok¿ blood collection set with pre-attached holder was clogged. The following information was provided by the initial reporter: "it is reported customer experienced no blood flow when using wingset. Verbiage received, "issue: patient was stuck by 3 different nurses which may be due to faulty equipment. Blood would flow down blood tubing set then wouldn¿t flow into lab sample tube when applied. When device wouldn¿t work with 4th venipuncture, nurse removed the vacutainer/holder and applied a syringe and blood flowed back very easily into syringe. This also happened to another nurse with the same set but she attributed it to user error. I do not have the product to send back to your qa but I did want you to be aware of the situation. Please let me know if either of you are the rep for this or if you can forward on to bd qa."